Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an arthroscopy, the footprint ultra suture anchor's distal end tip got broken during deployment. After the event, the broken anchor was safely removed from the patient. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported. The back-up device device was used in the same bone hole, no void was left, a grasper 2.7 mm was used to prepare the insertion site, the insertion site was cleared of all debris prior to the insertion of the anchor and the broken anchor was removed from the patient using the grasper. Patient information and status are not available.

Manufacturer narrative:
Internal complaint reference (B)(4).